Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: discomfort, acute sharp intermittent localized with no radiation pain, ¿mild capsular contracture, tender to palpation¿, endocrine and other constitutional symptoms, and other issues.

Event description:
Patient reported a left side rupture, (which was found during surgery), pain and other issues which lead to have the implant removed. Additionally, healthcare professional confirmed the rupture, discomfort, and acute sharp intermittent localized with no radiation pain. The hcp reported ¿mild capsular contracture, tender to palpation¿. During explant surgery, the procedure required substantially greater amount of work compared to similar procedures due to adherence to the surrounding tissues.¿ the hcp added that besides the pain, the patient reported ¿endocrine and other constitutional symptoms¿.